Manufacturer narrative:
Device eval: two locking screws were returned for eval; one locking screw was not returned. In addition, two of the three pedicles screws and two tightening instruments were returned. Our eval of the returned devices found no abnormalities. Review of the device history records did not identify any applicable non-conformity to spec for these production lots. Based on the results of our eval, no conclusion can be drawn.

Event description:
It was reported that the pt presented with pain at an unspecified time post-operatively. Examination by x-ray indicated locking screws were no longer engaged with the pedicle screw construct. A surgical procedure was performed to replace three of the locking screws and pedicle screws. The remaining screws and rods were not replaced.